Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the ball bearing had fallen apart, and failed pre-test for vibration. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the nose tube of the attachment device was bent/damaged, the labeling was illegible, and the bearing was damaged. It was noted that the ball bearing had fallen apart. It was further determined that the device failed pretest for cutter insertion assessment, and visual assessment, and during temperature testing for no excessive vibration. It was noted in the service order that the bearing of the device was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.